Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed (B)(4) 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, due to migration of the electrode array. The patient was re-implanted with a new device during the same surgery. This report is filed december 15, 2015.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 29, 2016.